Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing unknown morphine drug (40 mg/ml at 14.147 mg/day) via an implantable pump for unknown indications for use. It was reported that the patient came in for a refill and the healthcare provider (hcp) noted that the patient had a motor stall since (B)(6) 2024. The company representative (rep) initially did not think the patient had magnetic resonance imaging (MRI) but after further discussion she had MRI on (B)(6) 2024 but was not related to the pump. The rep stated that a refill was done and there was no volume discrepancy; both the expected reservoir volume (erv) and actual reservoir volume (arv) were 5ml. The rep was unsure if the audible alarm was occurring, and the patient had not heard it. Discussed telemetry state condition and to reinterrogate the pump for a confirmed motor stall recovery. The hcp reached out on the same day and said motor stall recovery was noted today which would indicate that the pump had been in telemetry mode. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.